Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Reportedly, the patient had an oral surgery that led to systemic infection and growth or vegetation in the heart. Moreover, it was apparent which lead the vegetation was on. The patient was given intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.